Manufacturer narrative:
(B)(4). On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak from the sample line tubing. The tubing was disconnected from the bottom port of the flow cell. The fse replaced the sample line tubing, resolving the leak and the "vcsn module unable to proceed" error condition generated during this event. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was reported as 10 cc of diluent and was contained in the instrument. The leak was identified by the customer while samples were running. There was also a "vcsn module unable to proceed" error condition generated during this event. The operators were wearing personal protective equipment of gloves, face shields, and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.